Event description:
Device 1 of 2. Ref MFR. Report#: 1627487-2014-05287. It was reported the pt has lost stimulation. The pt attempted to troubleshoot the issue to no avail. An sjm representative met with the pt to provide resolution via reprogramming but was unsuccessful. The pt experienced overstimulation during the attempt of reprogramming. Low impedance was also found on one contact. X-rays were taken and revealed no anomalies. As a result, the pt may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.